Event description:
The customer stated when one patient sample was tested in the closed model on the cell-dyn 1700cs a hemoglobin (hgb) result of 8.0 g/dl was generated. The result was reported to the nurse who did not agree with the result. A rerun of the same sample in the open model produced a hgb result of 9.9 g/dl. There was no occurrence of an "incomplete aspiration" error in the closed mode. The customer was unaware of any previous occurrences of suspect results when running samples in closed mode. The customer requested service. There was no impact to patient management reported.

Manufacturer narrative:
In response to this issue, the field service representative (fsr) was dispatched and noted there had been frequent "incomplete aspiration" errors due to the closed mode assembly being worn out and in need of replacement. The fsr performed a pump roller assembly replacement. A complete preventive maintenance inspection was done, and the instrument was performing as per labeling. A review of complaint trending reports for the period of march 2007 through october 2007, did not indicate any adverse trend cell-dyn 1700, for issues with hemoglobin. This is the final report.